Manufacturer narrative:
The reported issue involves an edi catheter used during nava (neurally adjusted ventilatory assist) ventilation, a mode that provides respiratory support based on the electrical activity of the diaphragm (edi). Nava synchronizes assistance with the patient's breathing efforts and requires an active respiratory drive. The edi catheter, a single-use nasogastric (ng) feeding tube, is equipped with measuring electrodes positioned in the esophagus to monitor diaphragm activity across all modes, including standby. It was reported that the invasive part of the edi catheter developed a leakage, causing nutrition to leak from the patient¿s nose. The edi catheter was replaced, and no further complications occurred. Upon receiving the edi catheter for investigation, a visual inspection revealed no external anomalies, and its full length was intact. However, a leakage test using a syringe filled with water confirmed a leak at the ninth electrode. The lot number of the affected edi catheter was unknown, preventing a device history record review. During manufacturing, leakage tests are conducted before the feeding holes are punched, and a final visual inspection is performed. Any holes or damage should have been detected at that stage. Based on the available information, no material deficiency was identified. The edi catheter appears to have sustained damage, but the cause remains unknown. The exact root cause of the hole in the edi catheter¿s insulation could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a leakage in the invasive part of the edi catheter and nutrition came out of the patient's nose. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No lot # received, therefore manufacture date is unknown.